Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a physically damaged/ broken ail sensor. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail. Replaced third party door assembly. Replaced third party door latch assembly. Replaced corroded left/ right iui's. Replaced dim segment on display board. A review of the device history record showed the device had a manufacture date of 11/18/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly - cracked housing. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0284 lvp air-in-line. CAPA ca-2017-0187 lvp 3rd party latch/ sear. CAPA ca-2018-0161 iui conn issues.

Event description:
It was reported that the device had a physically damaged/ broken ail sensor. No patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 18nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customers reported issue.

Event description:
It was reported that the device had a physically damaged/ broken ail sensor. No patient involvement.